Event description:
It was reported that, during a navio ukr procedure, when the surgeon went to bur, the bur would not spin or come out of the guard: the anspach drill was locked in. They opened the handpiece clamshell and checked the gears were moving freely, unseated the long attachment and the bur, reseated them and went back to recalibrate, but the handpiece would not home. It is unknown whether which device caused the problem. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complication were reported.

Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was not established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill and long attachment were tested together and functioned normally through testing. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the concomitant navio handpiece used at the time of the complaint event. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The navio user's manual provides instructions on long attachment assembly and troubleshooting in the "assembling the surgical drill" and "preparing the handpiece" sections. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The medical investigation found that, "reportedly, the surgeon was satisfied with the surgical outcome, no additional interventions were required, and no patient harm resulted .. No patient injury resulted from the conventional procedure." Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market (B)(4). Corrected data: h6 (health effect - impact code, medical device problem code and component code).